Manufacturer narrative:
Additional information has been requested. If additional information is received it will be provided on a supplemental report. Associate devices are: 1806-3025 stepdrill for lag screw lot number k962096, 702634 large ao coupling asnis iii hall fitting lot number p19584.

Event description:
It was reported that, the drill was inserted into a drill sleeve that was not compatable which caused a cold weld of the pieces. The chuck was stuck after the attempted removal of the items and the attempted separation. No problems with the patient.